Event description:
It was reported to the manufacturer that a bed would not have detected a patient exiting the bed. It was also reported that now the bed is too sensitive for patient position and would give false positive detections.